Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci hernia procedure on 2010. Exact procedure date is unknown at this time. The legal document received alleges that the patient suffered the following injuries due to the da vinci surgery: three additional hernias grew under the mesh that was implanted in 2010. She had mesh surgery in (B)(6) 2013, in which they removed the three hernias they also took her gallbladder. A new mesh was implanted.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced post-surgical complications after undergoing a da vinci surgical procedure.